Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported that site was unable to track the patient tracker. They had been able to register just fine, but when they moved to navigate, they couldn't see it. They could see the stylet without issues. They tested the emitter placement. They moved the metal and equipment out of the field. They checked the lights and switched ports on the axiem box with no resolution. They aborted navigation. This occurred intra/peri-operatively with less than one hour delay to surgical delay. There was no reported impact on patient outcome.